Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during unpacking, they noticed that the cutting wire of the device had anomalies. The cutting wire was reversed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; the exposed cut wire was bent.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. (B)(4): twisted. A visual examination revealed that the distal tip with exposed cut wire was twisted and exposed cut wire was bent approximately 12 mm from the distal pierce hole. A functional evaluation of the device revealed that the initial tip orientation did not meet the orientation specification due to the twisted distal tip. The device was able to bow past 90 degrees which meets the bowing specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire was reversed i.e. Twisted. However from the investigation it was also found that the exposed cut wire was bent which was not noted in the event description. The most probable root cause is undeterminable. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.